Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One (1) full osseotite® tapered implant 4 x 11.5mm (fnt411) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified implant with signs of use, and what appears to be dried blood attached to the implant threads. No malfunction was noticed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.a pre-existing condition noted on the per was unknown bone density type. The reported device was used for approximately 11 years 7 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 information identified: contraindications, warnings, precautions, and potential adverse events. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (fnt411) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (peri-implantitis, medical other) or product (fnt411). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that implant was removed due to peri-implantitis. Patient presented osteonecrosis of the jaw. Site had inflammation, bone loss, infection and patient felt pain. Medical condition of the patient: bisphosphonates since 2010 and corticosteroids due to a chronic bronchitis since 2015.